Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported the patient overdosed on pain medication and admitted to the local hospital. The device was set at previous settings and there has been no follow up since discharge on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
The patient reported via the manufacturer representative (rep) that they had a shocking sensation following their battery replacement on (B)(6) 2017. It was noted that it did not occur all the time. There were no further complications reported as a result of this event. The indications for use were gastrointestinal/pelvic floor and gastric stimulation.